Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Approximately four years post implant, another manufacturer's stent graft was implanted for the treatment of a proximal type ia endoleak due to migration. The physician attributed the event due to disease progression. Currently, the aneurysm is 5 cm in diameter it was reported that the patient had a CT scan that observed a type iii endoleak separation between the aneurx stent graft and the other manufacturer's stent graft. An intervention was performed and an endurant ii cuff was implanted successfully resolving the endoleak. The physician believes that morphology changes may have contributed to the type iii separation endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).